Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 2 days after the sensor was inserted in the thigh. The patient experienced loss of consciousness. The husband called an ambulance, and the paramedics treated the patient with dextrose and lispro insulin (even insulin is not a medication provided for hypoglycemia, the patient confirmed being treated with it). The paramedics took the measurements and the cgm was reading 59 mg/dl and the blood glucose reading was 29 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.